Event description:
Lever on attune impactor handle broke, releasing spring.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the submitted impaction handle confirmed the reported instrument breakage. Investigation by design engineering confirmed the failure, but could not identify a root cause at this time. Further investigation shall be completed through reference to (B)(4).